Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the secondary water channel could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation observed that could result in the retention if foreign material and no additional event or facility device reprocessing information was reported or available. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that their evis exera ii colonovideoscope had a scratched lens. Upon inspection and testing of the returned unit, it was discovered that the jet channel was clogged with foreign material. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the jet channel was clogged with foreign material. The customer's originally reported issue of a scratched lens was confirmed; the objective lens was observed to have scratches. The following additional findings were also noted: adjustment ring label unclear, assorted scratches, cracks, corrosion, and buckling, discolored scope and air/water cylinders, detachment of the scope cover plate, insulation resistance value at distal end not meeting the standard value due to a pinhole on the bending section cover, partially ark area of image due to a shaved objective lens, and bending angle in the up direction not meeting the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.